Event description:
During coil embolization within a light calcified and tortuous vessel of the middle cerebral artery aneurysm, the delivery system was inserted into the microcatheter (brand unknown) smoothly and the coil was advanced into the aneurysm. The tab was held and the zipper slid distally to the stopper without difficulty. The coil introducer stripped away from the delivery tube without difficulty and there was no resistance encountered during deployment. Once deployed, however, the coil size was too small for the aneurysm, and the physician tried to withdraw the coil. Although, he tried to return the zipper to its original location according to the manual, he couldn't return it normally. It is unknown, if the introducer was secured in the 2nd rvh prior to re-zipping or if the blue distal floppy section of the delivery tube was exposed during withdrawal. It was reported that the coil was removed normally and intact. Another coil was used to complete the procedure. Continuous flush was maintained within the mc. The coil was inspected prior to use and no anomalies were noted. No kinks were noted in the system and the zipping mechanism worked well upon testing. There was no adverse effect to the patient.

Manufacturer narrative:
One non-sterile dcs coil was received with some bends along delivery tube. The coil was received attached to the gripper; it was elongated and tangled at the proximal end. The entire proximal portion of the introducer (from holder) was received zipped outside of the delivery tube. The zipper was mounted on the delivery tube, outside of the introducer. No functional testing could be performed due to the received condition. The inner diameter of the zipper was measured and found to be within specification. Manufacturing records for involved lot were reviewed and results indicate that product met quality requirements for product acceptance. Inspections are in place to prevent damaged units from leaving the facility. The exact cause of the damaged unit could not be conclusively determined. In addition, the exact cause of the reported zipping difficulty could not be conclusively determined. It was reported that prior to the difficulty encountered re-zipping the dcs delivery system, it had unzipped without difficulty. If the cause of the re-zipping difficulty had been present prior to use, a similar difficulty would have been encountered when unzipping the introducer away from the delivery tube during induction of the coil. Although no patient or procedural factors contributing to the re-zipping difficulty are identified with the information provided, it appears that kinking of the system during handling may have contributed to inability to re-zip the orbit system. It was reported that the coil was removed normally and intact, therefore, it appears that the stretched condition of the returned coil occurred after the procedure during handling, packaging and or shipping of the product. Cause of the bends and kinks on delivery tube could not be conclusively determined, but it does not appear to be manufacturing related.